Event description:
The surgeon broached the femoral canal to a size #5 accolade rasp (1020-1005), the surgeon was then unable to seat the definitive prosthesis. The "hang up" in the prosthesis resulted in a femoral fracture.